Event description:
Patient death was assessed to be a cardiac death.

Manufacturer narrative:
Date of event: date year only valid. (B)(4). Results: inherent risk of procedure (stroke).

Event description:
During index procedure the patient had one endeavor sprint rx stent implanted in the rca. Approximately one month post index procedure, the patient had a staged procedure where two endeavor sprint rx stents were implanted in the cx. Approximately 12 months post index procedure the patient suffered a stroke. Approximately 15 days later, the patient expired. Death is reported as non-cardiac, cause unknown. It has been assessed that the death was not related to the device.

Manufacturer narrative:
(B)(4): inherent risk of procedure (death).